Event description:
The following has been reported: "error ID 18 presence of mains power supply error. Defective power supply board was diagnosed on the device. This defective part replaced. Quality control performed after repair, device is functional and safe." Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.